Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 10 mg/ml dilaudid at minimum rate, and 3mg/ml bupivacaine at minimum rate via an implantable infusion pump for an unknown indication for use. It was reported that during a pump replacement for a normal elective replacement indicator the hcp discovered that the catheter had migrated, and was no longer intrathecal. No symptoms were reported. The pump was programmed to minimum rate. No further complications were anticipated/reported.